Manufacturer narrative:
Product not returned for evaluation.

Event description:
The patient reported that he was experiencing severe vomiting and dizziness. He reported that is blood glucose values were 370 mg/dl. His normal range is below 150 mg/dl. He reported that he had been bolusing all day trying to reduce his blood glucose values and finally reduced it to 150 mg/dl. He stated that he changed is power pack and soon after his blood glucose values reduced to 48 mg/dl. The patient began eating to raise his glucose levels. The patient reported that he could see the insulin moving, "slow down, speed up, slow down, speed up" while going through the infusion set tubing. During troubleshooting with the company representative, it was determined that the patient was using expired adapters and had expired infusion sets. The patient was instructed to discard all expired product. No medical attention was required and no product is being returned.